Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on the (B)(6) 2012, right, asr xl, reason(s) for revision: unknown. Update received 6th august, 2013. Reason for revision added. Revision date confirmed. Reason(s) for revision: alval / soft tissue reaction update - amended surgery date and filled in mw fields taken from claimsuite dated 28th may 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on the (B)(6) 2012. Right asr xl. Reason(s) for revision: unknown. Update received 6th august, 2013. Reason for revision added. Revision date confirmed. Reason(s) for revision: alval / soft tissue reaction. Update - amended surgery date and filled in mw fields taken from (B)(6) dated 28th may 2014.